Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump became hot to touch while connected to a power source. Reportedly, it took 10 minutes after disconnecting the pump from the power source for the pump to return to room temperature. The customer also received multiple temperature alarms. The customer's blood glucose level was 130-160 (mg/dl).

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified due to, a different issue that was identified.